Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the rubber sleeve on a bd vacutainer eclipse signal blood collection needle with integrated holder stuck causing blood to leak out onto the hands of the nurse.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber sleeve on a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder stuck causing blood to leak out onto the hands of the nurse.